Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the reported issue. Failure analysis found the primary finding of unclamping failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure based on log review but the failure was not replicated through in-house testing. The stapler clamped, fired, and unclamped without any issues during testing. The root cause of the reported failure was not determinable. Failure analysis identified additional findings for the stapler 45 instrument that were not reported by the site, and not related to the reported event. The instrument was found to have a broken grip cable inside the housing. The root cause of this failure was attributed to a component failure. The instrument was found to have corrosion on the clamping pulleys at the proximal end. The root cause of this failure was attributed to mishandling/misuse. The instrument was found to have cracked housing. The root cause of this failure was attributed to mishandling/misuse. Additionally, the stapler sheath, stapler reload, and stapler release kit (srk) tool were all returned and evaluated. The sheath was removed from the stapler. Visual inspection was conducted and no damage was found. The root cause was non-device related factor. The stapler reload was an incidental return. The stapler reload was returned already fired. The knife blade was at the distal end and not exposed. No damage was found to the knife blade, cartridge or lead screw. For the srk, failure analysis found the primary finding of coupling mechanism damage to be related to the customer reported complaint. The srk was found to have a broken tip, and the broken piece was returned. The root cause of this failure was attributed to mishandling/misuse. The stapler logs were reviewed by a failure analysis engineer for stapler 45 (pn: 470298-11 / bn: t11171109-0023) for the procedure date of (B)(6) 2021: one unclamping failure was observed in the logs with a blue reload in the jaws. This stapler instrument fired 3 reloads prior to this unclamping failure with no clamping errors. The root cause of this unclamping failure is not determinable. A review of the site's complaint history was performed and no other complaints related to this product were identified. No image or procedure video were provided for review. The stapler release kit (srk) is intended to be used in situations when the da vinci endowrist stapler jaws will not open. Opening the stapler jaws using the stapler release kit requires rotating the provided tool in up to three release holes on the instrument, per the instructions on the integrated stapler release kit instruction tag. Based on the information provided, this complaint is considered a reportable event due to the following conclusion: a broken stapler release kit (srk) tool in the endowrist stapler instrument housing can necessitate medical intervention due to the srk breaking and not allowing the instrument grips to open. Failure analysis confirmed that the srk tool has broken off in the endowrist stapler 45 instrument housing without any evidence of the following: the srk was used in error with the endowrist stapler 45 instrument for an event that did not require the srk usage, such as a partial fire event. The srk was used in error with the endowrist stapler 45 instrument and was turned in the incorrect direction (opposite of the arrow signified on the instrument housing) causing the srk to break. The surgeon reported that the bowel portion that was removed had no impact on the procedure and there was no bleeding or post-operative complications. Removal of a trivial amount of tissue with no reported permanent functional impairment or additional procedure required due to the removal is not considered an serious injury.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer had issues with the staple release kit breaking during use on the stapler 45 instrument. The customer then had to laparoscopically staple on each side of the robotic stapler and then pull out the arm safely. The procedure was completed with no patient harm. On 17-august-2021, intuitive surgical inc. (Isi) contacted the surgeon who performed this procedure and additional information was obtained about the complaint: it was reported that the emergency stop button was pressed when the stapler release kit (srk) was used to attempt unclamping the stapler. The surgeon reported that they were clamped on the bowel during the unclamping failure and that only bowel tissue was removed due to this event. The surgeon reported that this event had no impact on the procedure other than taking extra time to complete. The surgeon said that he believes this was a malfunction of the stapler 45 instrument. The patient was reportedly hospitalized with no post-operative complications. The surgeon said this hospitalization was normal and not due to this event.

Manufacturer narrative:
Refer to the following fields for additional information: g3, g6. Refer to the following fields for corrected information: b1, h1, h6, and h10. Correction: this event should have been reported as an adverse event and malfunction rather than just a malfunction. Due to the reported issue of the stapler 45 instrument not unclamping from tissue after firing, the surgeon reportedly removed a portion of the bowel. Although the surgeon reported that the tissue removal had no impact on the procedure outcome, the amount of tissue removed was unknown. It was also unclear if the tissue that was removed was planned to be removed as part of the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.